Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The explant procedure was not performed, tachy therapies were turned off and the patient was in palliative care..